Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to unplug the cycler and open the cassette door to allow too dry for next treatment. The patient was also advised follow up with their peritoneal dialysis nurse (pdrni. It was reported that an alternate treatment option was available. Additional information requested but to date has not been obtained.